Event description:
It was reported that the buttons were not consistently responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues, but stated there was a crack on the insulin pump that had been there for a few months. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 213 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and stained end cap sticker.